Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir kept coming out of the reservoir compartment due to damage; the black ring came out of the reservoir compartment. The patient's blood glucose at the time of incident was 380 mg/dl. During troubleshooting the customer stated that she did not recall how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.